Event description:
It was reported that the patient had syncope. The device was interrogated and was found at end of service (eos). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of premature discharge of battery and inability to pace were confirmed. The device was received with normal telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at end of service (eos). A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.